Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the front end board which corrected the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) hospital.

Event description:
It was reported that during a daily inspection upon power up of the cs300 intra-aortic balloon pump (iabp) a system error# 117 occurred and the unit would not start normally. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the front end board. The iabp was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0670-00-0668, serial number (B)(6), with a reported unit failure of a system error #117 and being unable to boot up normally. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications as per procedure and the cs300 service manual. Cs300 was not able to boot up properly and electrical failure #117 appeared. Fat was able to verify the reported issue. This board is obsolete and not able to be sent back to the supplier. Retaining the part in the failure analysis and testing department as per procedure.

Event description:
N/a.